Manufacturer narrative:
The customer reported problem was not determined. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 02/13/2019 to 9/9/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service was unable to determine the proximate cause of the reported issue.

Event description:
It was reported that the device allegedly experienced an unspecified malfunction. There was no patient involvement.